Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report for the devices related to the second versacross kit will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. Pre-imaging showed trace effusion prior to procedure. The physician obtained groin access and the first versacross connect system was inserted up to superior vena cava (svc). The physician complained of difficulties retracting the rf wire from the dilator, thus both the wire and dilator were removed and replaced with a new a versacross connect system. The physician went up to the svc with the wire several times and attempted to drop down to the fossa getting inferior on the septum. The septum was very aneurysmal and each time the physician dropped down to the inferior vena cava (ivc), the versacross system fell off and rewire was done again to get to the svc. After several reshaping of the versacross connect and advancement to the svc and falling off inferior, the patient started to develop a larger circumferential effusion at 1.07 centimeters. The physician decided to intervene by performing a pericardial tap and removed 500cc of fluid off the pericardium. The patient remained hemodynamically stable and was sent to the intensive care unit. The first rf wire is expected to be returned for analysis. The devices from the new kit were disposed. Heparin was given and the patient was therapeutic.